Event description:
The customer requested an event log review and sent a filtered pdf version of a pca event log with a note stating, "here is the data from a pca event. This module was reported to have 'free-flowed.' We do not have the tubing any longer." No further patient or event details provided.

Manufacturer narrative:
(B)(4): device not received, log review only. The customer is requesting an event log review. A data set and partial event log have been received. Carefusion has requested additional details about the event from the reporter. A follow-up report will be submitted once the evaluation has been completed.